Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed with no anomalies found. It was noted that the device set screw was loose/detached. (B)(4).

Event description:
It was reported that during an attempted implant, the physician unscrewed the lead from the header of the device to test stability,and noticed that the setscrew had come out on the tip of the screwdriver. The device was removed. No patient complications have been reported as a result of this event.